Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device. The device header was checked with an is-1 lead and fit was normal. The header was examined under high power microscope, and the adhesive appeared normal and ring seal was intact. The setscrews moved freely with no binding. The setscrew capture washers on the atrial tip and ventricular ring were distended, this results from the setscrew being backed out too far. This is caused by improper use of a bsc wrench or using a non-bsc wrench. The device electrically functions within specification.

Event description:
Boston scientific crm received information that this pacemaker experienced an issue with the atrial connection after 3 years post implant. The device was removed and returned for analysis.